Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. Although the doctor identified three (3) different lots associated with the sensitivity, the doctor could not verify which lot was used on the patient; therefore, no catalog numbers or lot numbers were identified in this report. The lots involved in the alleged incident included lot numbers 4924976 (catalog #29836), 4903466 (catalog #29837), and 4359379 (catalog #29838). The doctor drilled out and replaced the patient's restoration upon their return to the office. To date, the patient is doing fine. The doctor was not definitive as to whether or not the herculite xrv was the reason for the patient sensitivity and is also investigating the concomitant products he had used during the procedure as a possible cause. A visual evaluation was performed on the returned products from lot numbers 4924976 and 4903466, yielding results within specifications. Lot number 4359379 was returned; however, the product was expired; therefore, no further evaluation can be conducted. In addition, no similar complaints were received with regard to any of these lots.

Event description:
A doctor alleged that three (3) patients had experienced sensitivity after placement of the herculite xrv product and their restorations were replaced. This is the third of three (3) reports.